Manufacturer narrative:
Received: one used list# 42646-66, transpac® IV monitoring kit w/safeset 84" arterial pressure tubing, reservoir,03 ml squeeze flush and 2 needleless valves. The reported complaint of leakage was confirmed on the returned 011-46103-94 monitoring kit. The leak occurred from a cracked 1-way stopcock at the distal end of the safeset reservoir. The probable cause of the crack is due to an unintentional bending force across the safeset reservoir during use. No device history review (DHR) was conducted since no lot number was identified.

Manufacturer narrative:
The device has been received for testing and investigation. It is not yet complete.

Event description:
The event involved a transpac IV monitoring kit w/safeset 84" arterial pressure tubing, reservoir,03 ml squeeze flush and 2 needleless valves that the customer reported blood splashing into the nurse's face during reinjecting. The customer reported as per their procedure the nurse withdrew 10 ml of blood into the safeset, performed whatever procedure the nurse was doing, and was reinjecting the 10 ml back from the safeset syringe when blood squirted out of the stopcock into the face of the nurse. The solution that was infusing was saline. There was patient involvement, however, no report of delay of therapy.